Event description:
It was observed during the device inspection, that the gastrointestinal videoscope displayed an e216 error and had white residue inside the channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined for the reported error message or white residue inside the channel. However, it was noted that the image was ok after aeration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.